Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v547511, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The consumer reported that she felt shocking. When she was turning on the stove top; if her hand was over it, she felt a shock. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that after an implantable neurostimulator replacement, there was continuous pain, the pain was new. There was also stimulation in the wrong location. She felt stim on the left side instead of right and in anal area instead of vaginal. There was adverse bowel symptoms- fecal dripping. The machine used to work great and stim was felt on the right side.